Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h6 - medical device problem code - from break (1069) to loose or intermittent connection (1371). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identified issues are most likely attributable to the use of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 12°, hd, autoclavable had a dark and blurry image. The issue was found during preparation for use for an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the color ring was loose. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following, the color ring was loose, the tube was bent and the image was dim. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.